Manufacturer narrative:
Alarm lamp does not work due to defective alarm lamp board. Replacement of the alarm lamp board has been recommended.

Event description:
Hamilton medical ag received the following incident description: alarm lamp does not work.

Event description:
Hamilton medical ag received the following incident description: alarm lamp does not work.

Manufacturer narrative:
Alarm lamp does not work due to defective alarm lamp board. Replacement of the alarm lamp board has been recommended. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Manufacturer narrative:
Alarm lamp does not work due to defective alarm lamp board. Replacement of the alarm lamp board has been recommended. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Additional information added in follow-up #2 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the led failures was chemical corrosion due to the gas permeability. The partner service technician replaced the alarm lamp board pn 159272 to solve the issue and performed the complete service software. The ventilator was then released for use on the patient. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed (however audible alarms are working).

Event description:
Hamilton medical ag received the following incident description: alarm lamp does not work.